Event description:
According to the reporter, the patient ingested the capsule between 8 and 11am, then all oral intake ended at around 11am after the patient ingested 500ml of prep and 500ml of water. The colonoscopy occurred at 4pm, approximately 5 hours later. About 20 minutesinto the colonoscopy, the patient regurgitated the capsule and was breathing spontaneously. Due to this, the patient was admitted for overnight observation and discharged the next day in good condition with no ongoing symptoms. The capsule is expected to be returned for evaluation.